Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple infusion set cannulas became bent during the insertion process. In addition, multiple infusion sites were found to be leaking. Blood glucose level was 565 mg/dl. A infusion site change was performed and a bolus was delivered to address bgs. Although multiple attempts were made by tandem technical support to contact the customer for additional information, the customer did not reply. The type of infusion set used was not provided.